Event description:
It was reported the pump alarmed. The infusion was complete but it was not due to be completed for three hours. Additional info received stated: the pump settings upon commencement of the infusion were; rate 125ml/hr - limit 1000mls. Pump readings at the time of the incident were the same the infusion started at 08:30 and the time of incident was 13.30. It was reported the infusion pump alarmed at 13.30. The infusion had completed but with the data put into pump it should not have completed until 16.30. The pump was disconnected. There was no injury to pt. No medical intervention was required. Further info received: the reporter confirmed that the ebme department checked the pump thoroughly and could not find a fault. The pump has been put back into service and the hosp has closed the incident. No further info is available or will be forthcoming.